Manufacturer narrative:
The analysis site confirmed the customer complaint. The service center found that the cracked bottom motor mount assembly would not allow the black electrical cable to fully connect to flex pcba. To correct the issue the bottom motor mount assembly was replaced. After servicing the unit passed all qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that error code occurred while attempting an ultrasound guided breast biopsy. The case was converted to an open surgical biopsy. The device is being returned. Patient information was requested and was unavailable. No further information was available from the account.